Event description:
Reporter alleged, discrepant blood glucose values of 149 mg/dl on the customers advantage system compared to the doctors measurement of 67 mg/dl, when testing was performed 5-6 minutes apart. Customer stated, going to the doctor due to receiving erratic readings and not experiencing any hypoglycemic or hyperglycemic symptoms, when he had previously received results or when the comparison was performed. No report of actions or treatment. A request was made for the return of the suspect device and replacement product was sent.